Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a battery issue. There was no patient harm, injury or adverse event reported.

Manufacturer narrative:
The nrc received the power management board from the supplier. The supplier verified the failure and replaced component q27 which was shorted. The board passed testing after replacement. The nrc investigated the suspected power management board and no visual damage was observed, and upon inspection of the board per procedure, the installation of the required rework was verified. The technician then installed the power management board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The board will be packaged and labeled and sent to stock per procedure.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a battery issue. There was no patient harm, injury or adverse event reported.

Manufacturer narrative:
The removed power management board was returned to the getinge national repair center (nrc) for further evaluation. Inspection of the power management (exchange) board was completed per procedure number and to the ipc-a-610 standard, with visual damage observed to q27 which is shorted. The technician of the getinge nrc could not test the board due to the shorting of component q27. The technician reported that past experience has proven that when q27 shorts, the batteries will not charge. The board has been sent to the supplier for failure analysis per procedure. Upon the inspection of the board per procedure, the installation of cn167210 is required. A supplemental report will be submitted when additional information is made available.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was able to duplicate the reported issue. The fse determined that the power management board was the issue and replaced same. In addition, the fse indicated that the batteries did not fail because they held charge after the power management board was replaced. However, as customer goodwill, the fse also replaced the batteries as well at no charge to the customer. The iabp passed all functional and safety checks to meet factory specifications and was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a battery issue. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a battery issue. There was no patient harm, injury or adverse event reported.